Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 420cc saline catalog #3503420 lot #6432842 sn #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient that underwent primary breast augmentation with mentor smooth round high profile 460cc saline breast prostheses. Left breast prosthesis deflation was confirmed by examination. It was also indicated that the left breast had minor capsular contracture. As a result, the patient underwent bilateral removal and replacement with memorygel breast implant 590cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White and brown material were observed within the device. Brown material was observed on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring approximately 0.1 cm discovered on the anterior view. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white and brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. With the information provided, product evaluation concluded the capsular contracture in the patient¿s left breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).